Event description:
It was observed that during device evaluation, the videoscope nozzle had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined since it was confirmed that the reprocessing was properly conducted, and there was no deformation of the nozzle (no physical damage). The foreign material could not be identified, however the black silicone substance is used for a variety of purposes, such as watertight packing, silicone adhesives, and silicone components. The event can be detected and prevented by handling the device in accordance with the following instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.